Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use and the medial side had fractured off. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional was identified to be fractured after sterilization. No adverse events were reported as a result of this malfunction.